Event description:
The customer reported that the system failed to allow fluoroscopic exposure and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc power supply and passive backplane harness were evaluated and replaced. The system was tested, and found to be working as intended and returned to service.